Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, the went to the emergency room (ER) due to a blood glucose (bg) level over 400 mg/dl. The customer was treated with intravenous insulin and saline and was released from the ER "a few hours" later with no permanent damage and the reported issue resolved. Multiple follow up attempts were made to obtain additional information; however, a response was not received.